Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer states that she is calling to see if we can help her set up her replacement pump. The customer declined to troubleshoot for the high blood glucose level. The customer requested assistance with programming the insulin pump. The customer was reminded to review pump settings on previous pump prior to programming the replacement. The customer stated she had been off her insulin pump for over a week. The product was replaced. The product was not returned for analysis.